Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced the power supply unit. The cause of smoke being emitted from the instrument was due to a power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator on a advia centaur xp instrument contacted the siemens customer care center and stated that smoke was emitted from the power/electronical block of the instrument. The operator switched off the device immediately. There are no reports of fire, injury to staff, damage to property, or impact to patient samples. There were no reports of adverse health consequences due to the smoke emitted from the instrument.